Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) stated that both supply bags were empty and the heater bag was partially full. The hp also stated that they saw no leaks or bag disconnects. The patient was connected at the time of the alarm. This occurred during refilling the heater of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm and assisted the hp with ending therapy. It was not reported how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.